Event description:
A customer reported encountering a tandem mobi cartridge alarm 30. There was no adverse impact on the customer¿s blood glucose level. Technical support confirmed the alarm issue and decided to replace the pump.